Event description:
It was reported that t-wave oversensing (twos) was seen on the right ventricular (rv) lead. It was also noted that the pvc counts were elevated due to the twos. The twos went away with programming of sub-threshold rv outputs until the lower rate was reduced from 90bpm to 60bpm. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407652 implantable pacing lead: (B)(6) 2009; a 419488 implantable pacing lead: (B)(6) 2009. (B)(4).